Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was reported and the follow-up was completed without other anomalies. There were no adverse consequences to the patient.